Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. Access was obtained via the femoral artery. The target lesion was located in the moderately tortuous aorta. A 27/7/2/100 equalizer balloon catheter was advanced to the lesion. Upon unknown inflation the balloon ruptured within the specified rated burst pressure. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).